Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6). D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices are leaking blood due to a crack in the female luer. There was no health impact or consequences reported.